Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self -test and error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no blank display and audio/beep anomaly noted. Pump was received with moisture damage on electronics assembly, cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was dropped in the water and the screen would not come on, it would just beep constantly. The display went blank immediately after the insulin pump was exposed to moisture. The customer's blood glucose level during the incident was 250 mg/dl. The customer's current blood glucose level was 290 mg/dl. The customer was off the insulin pump ever since the moisture damage occurred and had been treating their blood glucose with manual injections. Troubleshooting was performed for their high blood glucose. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.